Event description:
It was reported that the patient fell. The trauma of the fall resulted in lead migration. The patient underwent lead revision and during the revision the physician had difficulty placing the lead back in its original position. Following revision, the device is working well, but no longer covers 100% of the patient's pain.